Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, 315 samples of the same product code were taken from current production at the manufacturing facility. A visual exam was performed on the samples and no defects were observed. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the adapter on the tube comes out of the tube when the patient is on the ventilation. No patient injury or consequence was reported.